Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occur. System check was performed and there was a blockage in the cartridge. Customer changed the cartridge and resumed insulin delivery. Customer blood glucose was 200 mg/dl at time of event.